Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a blood glucose value of 380 mg/dl after changing from a dexcom g6 to a g7 while using the ilet, and the cgm displayed active data with high glucose alerts; the ilet was delivering insulin with correction dosing observed, and the user was advised to change supplies and follow the ketone action plan. Symptoms included high blood glucose. Outcomes included the need for troubleshooting and education. Investigation included customer interview, review of device data visible to support, and remote troubleshooting. Investigation of this case revealed no device alarms and no evidence of device malfunction based on available information. It was concluded that the event was hyperglycemia with an unclear cause.